Event description:
Patient was admitted to the hospital because of possible ICD, implantable cardiac defibrillator, and/or right ventricular lead malfunction and was awaiting routine generator replacement. Several days later the old generator was explanted. The existing right ventricular lead could not be safely explanted and was capped and left in the patient. A new ICD generator and sprint quattro right ventricular lead model 6947-65 were implanted. The patient was discharged from hospital. Over approximately 1 month signal amplitude decreased and t wave oversensing occurred resulting in multiple shocks. The patient was re-admitted to the hospital and the right ventricular lead was explanted and replaced with a new lead model 6947-65. The generator settings were unchanged. The patient discharged from hospital.